Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the bioflo PICC product family and the failure mode "hub broken/cracked {pasv & hybrid}." No adverse trend was indicated. As received, the catheter was cut at the 32cm mark and contained unknown fluid inside and out. The hubs had a needleless connector (nc), not supplied in the reported kit, attached to the hubs. The female luer lock component of the purple valve was confirmed to be cracked just adjacent to the molded parting line. There were no other visual defects noted to the valve or catheter. An accurate verification/measurement could not be performed for the female taper and threads of the valve due to the crack. The likely root cause for the cracked hub is an over-tightened connection with a mating male luer (likely the needleless connector). Inadequate flushing of the device may also be a contributing factor. The directions for use (dfu) supplied with the reported PICC device contains caution that "repeated overtightening may reduce hub connector life," and not to use hemostats to "secure or remove devices with luer lock hub connections." Recommended flushing techniques are also stated in the dfu. (B)(4).

Manufacturer narrative:
It has been indicated that the used catheter will be returned for evaluation, however it has not yet arrived. Upon receipt of the sample, and completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)).

Event description:
As reported by angiodynamics' distributor in (B)(4), indwelling bioflo PICC was removed due to a cracked hub. The used catheter will be returned to angiodynamics for evaluation. No patient injury was reported.